Manufacturer narrative:
Date of report : 18jun2019, date rec¿d by MFR : 14jun2019. The manufacturer's field service engineer confirmed the reported touchscreen was not detecting touch. The fse unsuccessfully attempted to calibrate the touchscreen. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 05aug2019, date of report : 13aug2019. The part was returned to the manufacturer for failure investigation. It was determined that the resistance ratios were out of specification. Fault was found on the returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported that the touchscreen was not working properly. There was no patient involvement.